Event description:
Ductal carcinoma identified upon biopsy on 10/26/93. Surgical removal on 11/15/93 followed by adjunctive therapies. Rptr has problem with intermittent pain which has been present in both shoulders once reaching to the elbow so that cranking car window was not possible.